Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Event description:
It was reported that on (B)(6), 2007, the patient underwent "l5, partical s1 and partical l4 bilateral laminectomises and decompression and the redo l5-s1 left sided foraminotomies". Reportedly, the patient suffers from ectopic bone growth, chronic pain syndrome, back pain, neck pain, chest pain, lumbar radiculopathy, myofascial pain, cervical radiculopathy, anxiety, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2007, the patient underwent "l5, partical s1 and partical l4 bilateral laminectomises and decompression and the redo l5-s1 left sided foraminotomies". Reportedly, the patient suffers from ectopic bone growth, chronic pain syndrome, back pain, neck pain, chest pain, lumbar radiculopathy, myofascial pain, cervical radiculopathy, anxiety, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
This report is a correction to supplemental medwatch reports 1030489-2013-02068-001 and 1030489-2013-02068-002. (B)(4).

Event description:
It was reported that on (B)(6) 2007, the patient underwent "l5, partical s1 and partical l4 bilateral laminectomises and decompression and the redo l5-s1 left sided foraminotomies". Reportedly, the patient suffers from ectopic bone growth, chronic pain syndrome, back pain, neck pain, chest pain, lumbar radiculopathy, myofascial pain, cervical radiculopathy, anxiety, and narcotic dependence from prescribed painkillers.